Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the device had an error 20004 (front end failure) - ECG interference. There was no reported patient involvement.